Manufacturer narrative:
D9: date returned to mfg.: 6/25/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error code 41786 was displayed" was confirmed. The probable cause was the main board was damaged. The main board was replaced. The software was updated, and the device was calibrated. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41786, related to the mainboard. There was no patient involvement, no patient injury was reported.